Event description:
Caller alleged imprecision with inratio meter between two lots. Results as follows: date: (B)(6) 2012 ¿ inratio: 1.3 (lot #262184), 2.0 (lot #262184), 3.3 (lot #272417). Pt¿s therapeutic range: 2.5-3.5 inr. Pt reported very low reading consistently on lot #262184.

Manufacturer narrative:
Investigation pending.